Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that only it was received straight pack that pertained to product code m8702. As the sutures or needles were not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained via: can you identify the lot number of the product that was used? I was unable to locate it on the packaging provided. Was the procedure successfully completed? To my knowledge, there were no issues completing the procedure. What is the procedure name and date? Unknown. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) cv coordinator, tatum

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported by the sales rep that the suture broke during use was the information provided by the coordinator. It is unknown if the procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.